Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Additionally, the customer reported an occlusion alarm occurred; however tandem technical support was unable to verify the occlusion in the pump history logs. The customer¿s blood glucose level was 300-400 mg/dl.